Event description:
Patient states her extension tubing filter lot#4196376 is leaking so she contacted her doctor's nurse and they told her to change her tubing to a different tubing lot and to a new mix and then see whether she is leaking or not. If the different lot leaks as well, she was told by her nurse to go to the emergency room patient states the hospital close to her will probably get her transferred 2 hours away if her central line is the real issue. Per patient this has happened in the past but for now she doesn't know if it's due to her line, the tubing, etc. I advised patient to call pharmacy tomorrow once known whether it is a line issue or not, we can try to coordinate with field nurse if patient has absolutely no one to be able to pick up a delivery of her remodulin to wherever we ship if she gets admitted. No further information is known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? No; pt didn't need, had backup. Did the pt have add'l tubing they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.